Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Two increased intraperitoneal volume (iipv) situation were identified in the log of a returned homechoice (hc) device. This is report 2 of 2. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 100ml and the total drain volume was 169ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. A short simulated therapy was performed and completed successfully. The cause for the increased intra-peritoneal volume (iipv) found in the device logs was determined to be insufficient drain; initial drain alarm setting inappropriately programmed. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)). Additional information: product surveillance spoke with peritoneal dialysis nurse on (B)(6) 2011 and provided the device evaluation information. The nurse reported the initial drain alarm setting is programmed based on the fact this patient does not do a mid- day exchange and is dry when getting on the cycler. The nurse stated the hp did not report any overfill symptoms and no injury was associated with this event. The patient continues to use the cycler and is doing well with his current therapy.